Event description:
The surgeon implanted and removed a cc4204bf collamer plate lens due to the surgeon felt the lens was defective. The surgeon stated the lens looked "grainy" so it was removed. The incision was enlarged but sutures were not required. Another staar lens was implanted. An indigo-p injector and an sfc-25 fp cartridge were used but the contact was unable to recall the lot numbers.